Event description:
It was reported that a visions catheter was used in a peripheral procedure in a moderately calcified mid at artery. During removal, the catheter got stuck on the non-philips guidewire, and the distal tip separated within the sheath. All devices were removed as a system, and imaging confirmed nothing was left in the patient. A new catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions catheter tip separated, potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3: the visions catheter was returned without the distal section (distal tip and scanner body), which is approx. 1.5 cm in length. Additionally, it was stuck to an unknown 0.014" wire that could not be removed. The returned proximal section (distal shaft, proximal shaft, luer connector, and connector cable), measured 163 cm in length. Visual inspection found a stretched distal shaft. The overall working length spec is 147.5 - 152.5 cm, which is approx. 12 cm longer due to the stretched distal shaft. Block h6: the probable cause of the tip separation is due to user handling. Strain, impact, and forces associated with use can affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.